Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during an embolization procedure, the coil detached in the microcatheter without use of the controller. Both segments of the coil were removed in their entirety from the patient. There was no reported intervention or patient injury.